Manufacturer narrative:
Received eighteen new list #065430403 t-u-r y-sets. As received no damage or anomalies were observed. Dimensional measurements showed the tubing was too far into the urological connector. In attempts to replicate clinical use forces to remove tubing were measured, customer experience could not be replicated. The complaint of easily disconnects cannot be replicated or confirmed. However during investigation, the tubing connection of the urological connector was observed to be inserted too far. The probable cause of this failure is due to an assembly error in costa rica. Note that this failure would lead to the tubing being more difficult to remove. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a t-u-r y-set, nonvented, 96 inch. The tubing that connects to the cystoscope reportedly fell off. The surgeon reported a pattern of this happening with this specific tubing set product. The event date for this complaint was on 23-oct-2024, however, there were multiple cases of the same reported failure, and the customer did not fill out a complaint for each case. The event occurred while the surgeon was attempting to use it on the patient, the pressure on the bag was causing it to slip out/come apart. There was patient involvement, no harm and there was a delay in care while they had to troubleshoot for a work around and this required additional unnecessary time in operating room.